Event description:
It was reported that post op of a laparoscopic cholecystectomy procedure the patient was complaining of abdominal pain. They performed a CT scan and found that on the cystic duct there was a clip that was not formed and had fallen off of the vessel. No leak was confirmed at this time. They then returned the patient to the operating room and placed a stent in the cystic duct. They now have the patient under observation and kept them at the hospital. There were no other details provided at this time. The device has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.